Event description:
It was reported that during a pulsed field ablation procedure, after the pulsed field ablation catheter was removed from the sheath to replaced another manufacturer's guidewire, noise was observed. The pulsed field ablation catheter was replaced to resolve the is sue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and pscc100 loop catheter with lot number 0012409548 were returned and analyzed. Received files were analyzed using the applicable field service manual and no error messages were found in the log file on the reported event date. Visual inspection of the loop catheter was performed and the catheter had a visibly knotted array assembly, with the nitinol ball exposed from dual lumen. The guidewire lumen was extended upon receipt, though no guidewire was included with the catheter. The slide control function was initially jammed and not operational, likely due to dried blood, with the issue attributed to the knotted array assembly. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable and therapy deliveries were successfully performed. Hipot testing verified the integrity of the electrode wires' insulation, revealing no damage or breakage. The electrical continuity test did not reveal any anomalies. X-ray imaging revealed that the nitinol array wire was intact and p roperly attached at the distal end near the catheter tip. However, the nitinol ball was dislodged from the dual lumen. The electrode wires appeared intact, with no breakage or detachment from the electrodes. The spiral array was identified as knotted, and the nitinol array wire was partially dislodged from the dual lumen. Despite these issues, no signal, noise, or interference (egm) was reproduced. In conclusion, the loop catheter failed the returned product inspection due to a knotted array and a nitinol array dislodgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.